Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in the hospital due to atrial flutter (af). System interrogation revealed the device had reached end of life (eol) three years prior. Further evaluation identified a lead safety switch (lss) had been triggered for the right ventricular (rv) channel due to an out of range pacing impedance measurement. A review of the daily measurements noted a decrease from 600 ohms to 220 ohms. No adverse patient effects were reported.